Event description:
Customer chatted in on 8/10 regarding incident that took place a month prior. Customer alleges that the unit "exploded" during use. Says a piece broke off and hit his lip. No damage to person or property (other than the flosser). Did not seek medical or professional attention. Seeking either replacement or refund.